Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a systemic infection and was diagnosed with streptococcus mitis. The original source of the infection is not known. The implantable cardioverter defibrillator (ICD) system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.